Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that that two 8mm prograsp forceps instruments broke. The first instrument was installed on universal surgical manipulator (usm) arm 2 and the second instrument was installed on universal surgical manipulator (usm) arm 4. The customer was able to remove the instruments successfully and continue with the procedure and confirmed that no instrument fragments broke off. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The reported event was addressed with phone support. The instruments were removed successfully. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.